Event description:
It was reported that the patient had an operation to remove the implants. During the procedure, the tip of the driver was damaged and the broken piece remained in the plug. The surgeon had to cut the rod in order to remove the implants. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.